Manufacturer narrative:
Continued h.6. Health effect- impact code: f2201. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture and an device exchange inquiry due to recall". The device remains implanted.

Event description:
Healthcare professional reported, right side rupture. And an device exchange inquiry due to recall". Healthcare professional, additionally reported, lump/nodule. Which is not device related. The device remains implanted.